Event description:
(B)(4). Nausea 4-5 days out of the week, metallic taste in my mouth, groin pain, vaginal heat flashes/burning sensations, blotchy face, can't shave due to it irritating my skin so bad all I want to do is scratch, headaches, neck pain, lower back pain like I was in kabir, sharp pains where my fallopian tubes would ajoin my uterus, constipation andamp; diarrhea for days, swollen feet, bloating. I am now living on antihistamines 2 times a day along with ibuprofen. Device was covered by planned parenthood family pact program.